Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation summary: the device was not returned to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed acute pupillary changes with significant lethargy. Computerized tomography (CT) scan revealed hemorrhagic cerebral vascular accident (hcva), parenchymal hematoma with vasogenic edema. The patient received immediate reversal of anticoagulation and was taken to the operating room (or) for right decompressive hemicraniotomy and evacuation of intraparenchymal hematoma with subdural drain and an external ventricular drain (evd). Hyperosmolar therapy was utilized; however, prognosis was grim and family decided to withdraw care and the patient expired.